Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that during a device change out procedure, the pulse generator exhibited loss of output after exposure to electrocautery. The device was explanted and replaced. The patient was doing well.